Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately fifteen years and seven months, post filter deployment, it was alleged that the filter tilted, migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately fifteen years and seven months, post filter deployment, it was alleged that the filter tilted, migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later, computerized axial tomography scan revealed acute pulmonary embolism. On the next year, second filter was placed for an unknown reason. After fifteen years and seven months later, computed tomography of the abdomen without contrast revealed the first filter was tipped posteriorly 27 degrees. Apex of the filter slightly penetrates the posterior wall of the inferior vena cava and may be in contact with the right adrenal. Superior migration was demonstrated above the renal veins. Anterior and medial struts perforated less than 5 mm with no involvement of adjacent organs or vessels. No filter strut fracture or bend. Therefore, the investigation is confirmed for alleged filter tilt, perforation if the inferior vena cava and filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.